Manufacturer narrative:
Other applicable components are: product ID 37791 lot# serial# unknown implanted: explanted: product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2017, from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator for non-malignant pain. It was reported that the patient was having difficulty charging. It was reported that the patient was getting an average of 0 coupling bars and two bars when they moved the antenna. The patient indicated that they did not have any falls/trauma and their impedances were normal. The following recharge statistics were provided from the clinician programmer: 11/1 duration 0.1 hours percent at end of session 50% 10/30 duration 2.1 hours percent at end of session 75% 10/30 duration 4.1 hours percent at end of session 75% 10/30 duration 9 hours percent at end of session 50% 10/17 duration 3.8 hours percent at end of session 100% 10/17 duration 2.9 hours percent at end of session 100% it was reported that the patient¿s ins was in their right buttock and they could feel the battery and it did not feel like it was moving. The top of the battery was towards the patient¿s head. The patient claimed that when they lay down the patient thinks the battery wants to float. Technical services reviewed the possibility of a flipped battery and they sent them a new antenna. There were no symptoms reported and the event occurred on (B)(6) 2017. Additional information was received from a rep on 2017-11-09, reporting that the patient was continuing to have trouble charging. It was reported that the patient was scheduled for an x-ray to determine if the device flipped. The rep indicated that they would see the patient after the x-ray. Additional information was received on the rep on 2017-11-10 reporting that the replacement antenna did not resolve the patient¿s charging difficulties. It was again reported that the patient was scheduled for a follow-up x-ray to see if their battery had flipped. The cause of the battery ¿wanting to float¿ was not determined. It was unknown if the battery had flipped at this time. Additional information was received from the rep on 2017-11-15, reporting that the patient was having trouble charging and their battery was flipped. It was reported that there were no external factors that led/contributed to the issue and no diagnostics or troubleshooting was performed. It was reported that the patient¿s battery was replaced on (B)(6) 2017 with the new ins and was sutured in place. The issue was resolved at the time of the event. The explanted battery will not be returned for analysis as the customer discarded it. No further complications were reported/anticipated.